Event description:
The initial reporter complained of questionable inr results from multiple coaguchek meters compared to the laboratory method using stago sta compact max with neoplastine ci plus reagent. The customer performed comparison testing for 32 patients from which the data for 1 patient was a reportable malfunction. Using coaguchek xs plus meter serial number (B)(4) the meter result was 3.0 inr. Using coaguchek xs plus meter serial number (B)(4) the meter result was 3.0 inr. Using coaguchek xs plus meter serial number (B)(4) the meter result was 3.0 inr. Using coaguchek xs plus meter serial number (B)(4) the meter result was 2.9 inr. Using coaguchek xs meter serial number (B)(4) the meter result was 3.0 inr. The result from the laboratory method was 2.2 inr. There was no allegation of an adverse event. The affected test strips have been requested for return. Relevant retention test strips (lot 3668872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.